Event description:
"Surgeon fired clip applier directly at vasculature (not at an angle, or torqued at all) and after jaws were closed, and clip was placed immediately as the jaws reopened, 2 more clips fell out into the pt completely open. Surgeon had to retrieve clips from pt's abdomen."

Manufacturer narrative:
The incident device will not be returned for evaluation, but the cer is still under investigation. At the close of the investigation, a final report will be submitted.